Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event. The fse performed troubleshooting and found that the substrate temperature was fluctuating between 37.8 and 38.2 degrees. The fse adjusted the temperature to match the instrument display to 39.1 and adjusted the detector and the wash temperature. Quality control (qc) was ran and was within normal range. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the detector temp l-limit error was due temperature settings on the substrate and incubator.

Event description:
On (B)(6) 2016, a customer reported detector temp l-limit error with their a1a-900 analyzer. The customer reported that the error was occurring while they were running method validation. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting estradiol and fsh patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.